Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, outer tubing overlay cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that the patient had a (B)(6) infection and became septic. The implantable cardiac defibrillator system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. Analysis of the lead is in progress and will be forwarded when complete.